Event description:
The reporter stated that the surgeon was advancing a 10.5 diopter implantable collamer lens in the injector and the plunger jammed and as he attempted to pull the plunger back, it tore the lens. No patient contact.

Manufacturer narrative:
Other: the product pertaining to this claim was not returned for evaluation however, the lens was returned and a visual inspection of the returned product shows a portion of a plate haptic was torn. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.